Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the head of harmonic ace instrument was found to be broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a surgical procedure using the da vinci system, the tip of harmonic ace instrument completely detached, but no fragments fell into the patient. The instrument had been inspected prior to use, showing no visible damage, and was in use for approximately one hour before the issue occurred during an instrument removal task. The surgeon attributed the breakage to potential product quality issues, although no functional issues were noticed during the procedure, and there were no collisions with other instruments.

Manufacturer narrative:
Correction: sequence number updated. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately 10 mm x 2.14 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned with thee instrument. The complaint regarding the ultrasonic scalpel head is broken was confirmed by failure analysis. The probable root cause is attributed to use conditions.

Event description:
Refer to h11 for follow-up information.